Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation. One event was not duplicated, the device operated according to specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 18 </noe> malfunction events, in which the device overheated. Nine reported events had no patient involvement; no patient impact. Five reported events had patient involvement with no patient impact. Four reported events had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Seventeen devices were received for evaluation; eight events were confirmed during testing. Seven devices were found to be affected by worn/damaged rotor bearings. One device was found to be affected by non-stryker components. No failures were found for 8 devices; the devices were found to be within specifications for the reported event. One device was not available to stryker for evaluation. One device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 18 </noe> malfunction events, in which the device overheated. Nine reported events had no patient involvement; no patient impact. Five reported events had patient involvement with no patient impact. Four reported events had no known patient involvement or patient impact.